Manufacturer narrative:
No product was returned for evaluation. A picture was sent by the account. Spiral thread of the turnpike was observed to be damaged and partially separated from the shaft. No manufacturer review could be performed as no lot number was provided. A patient underwent a procedure for a cto. A turnpike spiral was used in the case. The physician stated that he had an issue binding down the guidewire when torquing the catheter. It is unknown if any other damages occurred in the shaft. The lesion was very hard. The damages are likely to have occurred during use when operated against resistance through a hard lesion. Per IFU, a warning and precaution are stated as of the following: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Additional information was requested. A response was received. No components were separated and left in the vessel. The unit was retrieved in its entirety without a need for a snare. The turnpike spiral got stuck while trying to advance in the lesion. It is unknown if the tip was rotated more than two times with the tip trapped. The turnpike spiral getting stuck and operated against resistance could lead to damages. It is likely due to the damages noted, the guidewire could not be effectively used via the turnpike spiral. It was reported that the patient's condition is fine post procedure. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: when torquing the turnpike spiral, there was an issue with it binding down to the guidewire in which it was everything was removed. This is when trying to get through a very hard lesion in which the spiral got stuck while trying to advance. The vinyl was torn off of the catheter. Everything came out on the shaft, no snaring needed. No patient injury reported.